Event description:
Physician reported that a patient treated on (B)(6) 2014 was diagnosed post operatively with central toxic keratopothy in right eye only. Patient was treated with a lift and rinse and steroids. Best corrected vision last report was 20/50. He believed these issues related to energy.

Manufacturer narrative:
(B)(4). Field service specialist checked equipment after the event. He completed a preventive maintenance. Gelled laser and found that there were no changes in comparison to the previous visit. On (B)(6) follow up with surgeon and he confirmed that laser is running well. All pertinent information available to abbott medical optics has been submitted. Placeholder.